Event description:
It was reported that the user experienced episodes of low blood glucose after starting pump therapy, and during troubleshooting the user described treating lows with various unmeasured carbohydrate sources until feeling better, indicating probable overtreatment. Symptoms included hypoglycemia. Outcomes included user education on a standardized low blood glucose protocol and instructions to avoid overtreatment, with referral for possible additional education. Investigation included review of available glucose trends and structured counseling on hypoglycemia treatment. Investigation of this case revealed user-related overtreatment of hypoglycemia as the most likely contributor, with no device malfunction observed or alleged. It was concluded, based on previously established findings for similar reports, that the cause was user technique and education needs. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.